Event description:
It was reported a vitatron device could not be interrogated, even though the programmer was switched to the vitatron screen. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis could not confirm the allegation; however, the right antenna tested out of specification. It was also noted that the system fan was noisy and the power supply fan.